Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage; distal segment returned and analyzed.

Event description:
It was reported the left ventricular lead had high threshold and intermittent diaphragmatic stimulation. The lead was capped and replaced. It was also reported there was "nothing wrong with the lead" but the placement was not suitable for the patient's anatomy. No patient complications were reported as a result of this event.